Event description:
The customer reported that the batteries lasted only a week. The customer's bgs were low. However, during the call the customer also informed that they were hospitalized for high bgs. The customer indicated that the tubing was broken and was the cause of high bgs. The customer mentioned that the belt clip is broken. Troubleshooting was performed. The pump passed the functional testing.